Event description:
According to the patient, she was home using her portable oxygen and realized that she was not getting enough oxygen. She reported that her home unit was also not working. She claimed that she was having a hard time to breath while she call 911. She also reported that the emt was trying to see if the both unit were working, but it was not. They took her to the hospital where she stayed for 4 days. She stated both the home unit and portable unit are fixed now.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.